Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with palpitations. An interrogation of the patient's system revealed there was no capture and no sensing on the right ventricular (rv) lead. The lead was found to have perforated the patient's cardiac tissue. The physician revised the lead and the lead remains in use. No further patient complications have been reported as a result of this event.